Event description:
The customer stated she was receiving erratic readings. She took a blood glucose test using a lifescan and received a reading of 300 mg/dl. She retested using the elite and received a reading of 139 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, makinf teh difference clinicaly significant. The customer did not allege any adverse events due to the readings. The customer disposed of the strips that gave the erratic readings, so no product can be returned for evaluation.